Manufacturer narrative:
Investigation pending.

Event description:
The distributor reported the events on behalf of the customer. The customer reported receiving false negative hcg results using the henry schein hcg urine cassette on seven different patients. The pregnancies were confirmed by ultrasound. Although requested, no additional information was provided.

Event description:
Initial report information: the distributor reported the events on behalf of the customer. The customer reported receiving false negative hcg results using the henry schein hcg urine cassette on seven different patients. The pregnancies were confirmed by ultrasound. Although requested, no additional information was provided. Updated information: in an update provided by the distributor, the customer stated the test line on the henry schein hcg urine cassette was dark and solid. Additional clarification was requested due to the conflicting information. A correction was provided by the customer that a positive hcg result was received using the henry schein hcg urine cassette and a confirmatory blood test was negative. This event is no longer considered a reportable malfunction as the event is not considered likely to cause or contribute to a death or serious injury.

Manufacturer narrative:
Additional information: in an update provided by the distributor, the customer stated the test line on the henry schein hcg urine cassette was dark and solid. Additional clarification was requested due to the conflicting information. A correction was provided by the customer that a positive hcg result was received using the henry schein hcg urine cassette and a confirmatory blood test was negative. This event is no longer considered a reportable malfunction as the event is not considered likely to cause or contribute to a death or serious injury. Correction: (patient information) have been intentionally left blank as this is not considered a reportable event. (Adverse event or product problem) have been intentionally left blank as this is not considered a reportable event. (Suspect medical device) have been intentionally left blank as this is not considered a reportable event. (Initial reporter) have been intentionally left blank as this is not considered a reportable event. (All manufacturers) have been intentionally left blank as this is not considered a reportable event. (Type of reportable event): this event is no longer considered a reportable malfunction as the event is not considered likely to cause or contribute to a death or serious injury. However, this is a mandatory field that requires an entry. Therefore, malfunction has only been selected to represent the type of reportable event for the initial report. (Device manufacturers) have been intentionally left blank as this is not considered a reportable event.